Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for high blood glucose levels close to 800 mg/dl. The customer stated that he was not testing his blood glucose levels due to running out of test strips. Nothing further was reported.